Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted successfully in 2008. According to the complainant, approximately six months post stent placement, the patient was experiencing coughing and discomfort due to the stent. The patient was placed under conscious sedation via versed. A bronchoscopy was performed and revealed the stent had migrated proximally into the trachea from the right main stem and was partially obstructing the left main stem. A decision was made to retrieve the stent as it appeared to be easily retrievable. A snare was advanced through the scope at which time the proximal end of the stent was grasped and retrieved. Little to no resistance was met and the stent and scope were withdrawn from the patient. The procedure took approximately 40 minutes. The physician looked at the stent following retrieval and the stent appeared undamaged. The patient then began to cough up blood. The patient was easily re-intubated via the bronchoscope. A significant amount of blood was noted to be coming from the right main stem. Upon removal, a portion of the vasculature in the right main stem was torn due to the tumor ingrowth. An attempt utilizing a combination of lavage, aspiration, epinephrine, and iced saline, in an effort to control the bleed, was unsuccessful. The patient's hemoglobin level dropped to under 5g and the patient coded. The patient expired due to hemorrhage and cardiac arrest. Prior to stent placement, the patient presented with metastatic renal cell cancer that invaded the right main stem of the airway. The stricture was approximately 10mm and was located in the right main stem on the bronchus. The stricture was dilated to 10mm prior to stent placement. The stent was not dilated post placement. No patient complications were noted during the initial procedure. The physician felt the stent migration was probably due to the vasculature nature of the tumor. The coroner determined that the patient had succumbed to his initial disease of metastatic renal cell cancer.

Manufacturer narrative:
(Coughing). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.